Event description:
It was reported that the insulin pump had blank display. Customer installed a new battery on the insulin pump and was not working. No further information provided.

Manufacturer narrative:
Unit received with blank display due to broken solder joints at b1 I/b. Unit received with cracked case at display window corners and reservoir tube. Unit received with minor scratched lcd window.(B)(4).